Manufacturer narrative:
Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions. If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a mildly tortuous and severely calcified lesion located in the proximal lad exhibiting 90% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. There were no difficulties noted when removing the protective sheath. The stent was inspected post removal of the protective sheath, no issues were noted. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. The inflation device remained on neutral pressure during delivery of the device. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent dislodgement occurred in vivo, during advancement following a failed delivery. The dislodged stent was not removed, it was reported that the dislodged stent was deployed at the location where it dislodged. The same delivery system was used for repositioning the stent. Patient status post-procedure is alive with no injury.